Event description:
Patient was implanted with acdf, c5 - c7 on an unknown date. It was discovered the patient had a nonunion and the expansion head screws were not locked into the plate at c7. Patient was returned to the o.r. On (B)(6) 2012, surgeon removed the hardware, 6 screws, 2 level plate, 6 locking screws and revised the patient to a spacer, plate and four screws. There were no patient complications. Complaint was added to the event to reflect additional locking screws received, in addition, one screw was not returned for evaluation. This is 13 of 13 reports.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturer was determined from catalog number on returned part. A manufacturing evaluation was conducted. The part was received with screw head deformed. Because of the deformation of the screw head it is impossible to check the relevant dimensions of this screw. It is clearly visible that the anodization layer is worn away at the damage, which indicates that the damage was caused post-manufacturing. A device history records review could not be completed and no conclusion could be drawn as no lot number was provided.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as product is entering the complaint system.